Manufacturer narrative:
Analysis found the generator failed the power curve test. Analysis noted that bipolar curve had higher than expected outputs on 20 watts at 25 oms and 50 oms. It was noted there was lower than expected outputs at 20 watts and 200 oms and 100 watts and 200 oms. It was noted the main pcb board was defective. If information is provided in the future, a supplemental report will be issued.

Event description:
The generator was returned for preventative maintenance.